Event description:
Left ventricular lead not in use. Unable to measure lv thresholds in last 7 days (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).